Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps would not fixate a mesh. There were no adverse patient consequences reported. No further information is available.